Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) performed a drawer swap due to main half height drawers 4.1 and 4.2 coming off the slide rails. The rail bearing cage was damaged and bent, causing ball bearings to fall out. A new drawer was successfully installed and configured. During the drawer swap, the fse discovered a damaged pyxis bus cable, which became further damaged when removing half height drawers 4.1 and 4.2. The pyxis bus cable was replaced to resolve the issue. The fse also reseated and secured the barcode scanner cradle and properly seated the scanner. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to close. The customer performed a storage space recovery; however, the issue occurred prior to the recovery action. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.